Manufacturer narrative:
D4: the lot number is unknown, therefore, only a primary di number could be provided. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was a disconnection between the female connector (blue tip) of the minicap transfer set and the patient line of the homechoice cassette. The event was further described as ¿the sterile blue tip was disconnecting from the patient line¿. This was observed during use of the devices for peritoneal dialysis therapy. The transfer set was replaced. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Additional information was added to d9, h3, h6 and h11. H11: the device was received for evaluation with a patient connector connected to the female connector. A visual inspection with the naked eye noted a separation between the dark blue female connector and the light blue main body of the twist clamp. Functional testing including leak, clear passage, and clamp function testing were performed with no issues noted. The transfer set was connected and disconnected by hand to the female connector with no issues. The report of disconnection from female connector was not verified, however, the sample did not meet specification due to the separation. The cause was determined to be manufacturing related due to an inadequate solvent bond between the female connector, insert chip, and main body. A nonconformance has been opened to address this issue. Should additional relevant information become available, a supplemental report will be submitted.